Event description:
It was reported that the chronic total occlusion procedure was to treat the right coronary artery (rca) with mild calcification and mild tortuosity. After stent implantation, the 5.00x15mm nc trek balloon dilatation catheter (bdc) was advanced and the balloon was inflated twice for post-dilatation; however, the balloon was observed to only partially deflate. All devices were removed as a single unit. There was no adverse patient effect reported and no clinically significant delay in the procedure reported. Another nc trek balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling and/or a sufficient amount of time was not allowed to fully deflate the balloon before an attempt to withdraw the device resulted in compromising the inflation/deflation lumen thus resulting in the reported deflation issue and subsequent difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.